Event description:
It was reported that this right atrial (ra) lead exhibited swelling. Reportedly, the boston scientific technical services (ts) referred the patient to the physician to have a visual inspection of the patient's pocket. There were no additional adverse patient effects reported. The ra lead was explanted.